Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following: can the product be returned for evaluation? No. Are there any photos of the product in question? No. Please indicate the source or the name and job title of the external person who is providing the answers for the follow-up (external person who is sending the answers to the sales representative/distributor). C. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. At the time the surgeon removed the thread from the cavity; after suturing the structures, the thread ruptured during its removal by the trocar. The needle was located in the tub of the operating table. There were no patient consequences reported. There was no significant delay. Additional information was requested.